Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the mobi wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. Technical support unable to obtain additional information.